Manufacturer narrative:
The lead was received for analysis intact, not severed. Dried blood was noted in the helix housing and tip region. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues, high pacing impedance measurements and noisy signals, based on x-ray observation of a fractured inner coil. Failure to sense allegation was not confirmed, neither the off-label allegation of overturning the helix mechanism more than the recommended amount of times.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as it exhibited noisy signals with high pacing impedance measurements, lack of sensing, helix mechanism issues and lead conductor fracture. Physician rotated the helix over 40 times with no success of implanting the lead. This device was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as it exhibited noisy signals with high impedance, lack of sensing, helix mechanism issues and lead conductor fracture. Physician rotated the helix over 40 times with no success of implanting the lead. As this issue was resolved prior to pocket closure, this is not likely to pose risk to the patient. No adverse patient effects were reported.